Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism did not find any defects or damage that would cause the cannula to dislodge. The unexposed portion of the soft cannula appears to have a hole at the tip of the hard cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had bg (blood glucose) reaching 270 mg/dl. Patient reported leaking from cannula during wear. For treatment, mother changed out the pod and gave a correction bolus of 4 units. No further information available.